Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, diagnostic anomaly issue was observed on the device. Significant increase in lead impedance measurement was noted on both ra and rv leads. The increase coincided with improved sensing in both atrial and ventricular channels and with an increase in battery voltage. The other device functions were normal. No action was performed during the follow up. The patient was stable and was scheduled to return to the clinic.